Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple gfe attempts were made and documented, and it was determined that the power accessory would not be returned. In the case more information is received that may contribute to the conclusion of this investigation, the investigation will be re-opened and undergo additional investigation activities, as appropriate.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported damage to the power cords stating their dog has chewed on the cords stating there was fray and they need a replacement. The patient electronics device was replaced through acelis and there were no adverse consequences reported by the patient.